Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: we did receive performance data collected from the device and have analyzed the data. Analysis revealed there was an alert due to reaching the time of recommended replacement time (rrt) in the save to disk which was on (B)(4) 2012 device rrt less than equal to 2.62 volt. The weekly battery voltage trend data shows min bat equal to 2.64 to 2.62 volts between (B)(4) 2012. The low battery voltage alert was on (B)(4) 2012. Concomitant product: 5076 implantable pacing lead: 2008-06-13. (B)(4).

Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. It was noted that the device had multiple charges over the life of the device and the pre-electrogram monitoring and storage had been programmed on. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.